Event description:
Add'l info rec'd from rptr 3/13/00: teflon tmj implants were put in both joints. They disintegrated. Rptr had major pain and medical problems for years, had them removed, with bone disintegrated, immunity problems, vision problems, pain, headaches, pain throughout body, developed cancer which is not in family.